Event description:
It is reported the trilogy shell would not screw onto the inserter. An alternative shell was used and worked properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.